Event description:
It was reported that the neurostimulator was explanted due to infection. The pt received drug treatment. The neurostimulator will be replaced after the infection. The pt is doing fine.

Manufacturer narrative:
The neurostimulator, plug and lead were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.